Manufacturer narrative:
(B)(4). Concomitant medical products: maxera cup, liner and shell with plastic barrier p/n 00151505040 l/n 62579123. (B)(6). Multiple MDR reports were filled for this event, please see associated report: 0001822565-2017-08416. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a liner and femoral head revision to address aseptic persistent hip pain. No further information has been made available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.